Event description:
It was reported that a forced sensor error was experienced.

Manufacturer narrative:
Device evaluation: one medfusion pump was returned for investigation in used condition. Force sensor error was in the event history log (ehl). During analysis, the reported issue was unable to be duplicated. Cannot duplicate any force sensor error. Force sensor values were within spec. Service replaced force sensor as a preventative measure. Performed power up process, pm, occlusion test and all functional tests which passed.